Manufacturer narrative:
The insulin pump passed the functional tests. However, there was intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump screen was blank. The battery was replaced, nothing happened; with a second battery the customer stated everything was low, and with the third battery, the numbers on the insulin pump began scrolling on their own when an attempt was made to input settings again. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).